Event description:
On (B)(6) 2023, user(nurse) called into emergency support program (esp) line duringcs300 intra aortic balloon pump therapy regarding leak in iab circuit alarm. User stated they had done the troubleshooting and saw no blood in the helium tubing and verified all connections are secure. She and another rn had used thhelp key, ab fill key and start key to resume therapy. User inquires as to if they had troubleshot appropriately and what may have been the cause of the alarm. The esp personel reviewed the alarm in detail with user. User was pleased with the information shared and assistance given today. The call was ended. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.